Event description:
It was reported that treatment of the patient was delayed due to the filling error. A backup cool-cap system was not available at the time of the event.

Manufacturer narrative:
A loaner cool-cap system was provided to the complainant. After multiple follow-up attempts requesting the cool-cap system involved in the event, the system was returned. Natus factory service evaluated the returned cool-cap system. The returned system did display an e90 filling error during the fill cycle as the complainant reported. The flow rate was measured during the fill cycle and found to be lower than specifications. The low flow rate was traced to an obstruction of flow within the flow switch/transistor assembly. The obstruction of flow caused the flow switch not to open, which prevented the system from displaying "filled" during the fill cycle. The flow switch/thermistor assembly was replaced and the system passed a functional test protocol after being repaired. The repaired system was shipped back to the complainant. The complainant did not respond to follow-up attempts concerning the status of the repaired system.

Manufacturer narrative:
Natus medical has launched investigation. The device has been requested from customer. A supplemental report will be submitted.

Event description:
Natus medical received a complaint on (B)(6) that their cool cap device recieved a error e90. The customer reported no death, patient harm or serious injury.